Event description:
Rptr breast fed children after implants were inserted. Child is sick a lot with milk allergies. Rptr experienced aching of wrist and hand, upper back pain, joints in hands swell, muscle fatigue, left breast tenderness, fatigue, general aching and stiffness, swollen glands in throat, coldness and pain of extremities, and implants shift under arms while lying flat on back, especially on the left. (See also 1001521.)